Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation. The cause of the hemodynamic instability was not determined due to insufficient clinical details.

Manufacturer narrative:
The purge cassette was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review rationale: a 53-year-old female patient underwent va ECMO therapy for high-risk surgery and was supported with an impella 5.5 device. Approximately 90 minutes after therapy initiation, a high purge flow red alarm occurred, with purge flow decreasing to 1.7 ml/hr. Troubleshooting was initiated, and inspection confirmed the purge line was free of kinks. The reported event involved a high purge pressure alarm during impella 5.5 support in conjunction with va ECMO therapy. Investigation revealed no device malfunction or obstruction in the purge line. Corrective actions, including purge cassette and fluid replacement, resolved the issue without recurrence. The device continues to function as intended, and patient remains on support.

Manufacturer narrative:
Additional information received regarding patient outcome: b2, b5, h1, and h6 were updated based on the information received.

Event description:
It was reported that the survival outcome at explant was that the patient expired.